Event description:
The implant surgeon reported to our sales rep that a pt came in with pain. He took an x-ray and observed that the nail was broken approx 6 weeks after correct implantation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices: (B)(4), cannulated screw asnis iii 6.5x75mm (B)(4), (B)(4), (B)(4) locking screw, fully threaded t2 tibia, 4x40 mm, (B)(4), 30600100s lag screw, ti gamma3 10.5x100mm, (B)(4).